Event description:
It was reported that during a laparoscopic gastric sleeve with hiatal hernia repair procedure, the device was fired once with a white cartridge on blood vessel and twice on the stomach with green cartridges. There were no issues. On the fourth firing, the device was loaded with a gold cartridge and fired on the upper 2/3 of the gastric sleeve. The surgeon commented that there was no sharp to the knife. The knife kept going forward but the staples did not form properly. To fix it the surgeon went more medial towards the patient side and opened a new stapler and fired it to complete the case. There was no bleeding, the staple line was perfect. On the specimen the staples were jumbled up, they closed a little on the crown but not fully formed. They were in the goal post shape. The procedure was completed without impact to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Device not returned. Additional information was requested and the following was obtained: was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? They had taken the crouch staple out; they loaded the device correct with the correct cartridge. Prior to loading they cleaned the jaws in submerged water. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.